Manufacturer narrative:
Investigation summary : it was reported that an (B)(6) patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. During the ablation phase, a steam pop occurred. Cardiac tamponade was noticed. Pericardiocentesis yielded 40 cc of fluid. Heart failure occurred, a pacemaker and an impella device were implanted. The patient was relatively stable at the time of the call. It is unknown if extended hospitalization was required as a result of the adverse event. On post-procedure day 2, the patient expired. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) for the lot number 30032911m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: smartablate generator : model #: unknown, serial #: unknown. Non biosense webster, inc.: boston sci duodeca; non biosense webster, inc.: woven flexie; non biosense webster, inc.: viking joe; non biosense webster, inc.: dynamic deca. (B)(4).

Event description:
It was reported that (B)(6)-year-old patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and low intrinsic heart rate and ejection fraction requiring a pacemaker insertion. Two days after the procedure, the patient expired. During ablation phase, a steam pop occurred. Cardiac tamponade was noticed. Pericardiocentesis yielded 40 cc of fluid. Heart failure occurred, a pacemaker and an impella device were implanted. The patient was relatively stable at the time of the call. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s anatomy was cited as a factor that might have contributed to the event. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was not performed. A st. Jude ramp 8.5 fr sheath was used during the procedure. Generator parameters at the time of injury included power control mode at 35 watts, temperature at 50 degrees celsius in smartablate generator. Physician stated he drags the catheter and did not spend greater than 20 seconds in one spot. The ablation was delivered by using a foot pedal. Power did not titrate during the ablation. The last ablation cycle time at the site of injury is unknown. The catheter irrigation flow was set as 30 ml/min. It is unknown if the patient received anticoagulant during the procedure. The catheter zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The maximum force applied did not exceed the 20 grams. On post-procedure day 2, the patient expired. Autopsy report is not available. Physician¿s opinion regarding the cause of the adverse event and the death is not available. A relationship with the product and the adverse event - death cannot be confirmed.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 8/2/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).